Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 120mg/dl (meter), 98mg/dl (lab). Tests were done within less than 10 minutes with a difference of 22mg/dl. Patient did not experience any adverse events. No further information has been reported.